Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had reservoir hooking up to the set and couldn't lock it into place, high blood glucose level. Customer's blood glucose value was whoppers in the 400 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.